Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the night following the implant procedure, the right ventricular (rv) lead exhibited no capture. The right atrial (ra) lead dislodged with perforation suspected. The rv lead was reprogrammed and the ra lead was repositioned. Both leads remain in use. No further patient complications have been reported as a result of this event.